Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself when it was used to monitor a patient's ECG during transportation in an ambulance. No information was provided on the patient details or outcome.

Manufacturer narrative:
Physio-control further evaluated the device, but could not observe any discrepancies. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer.